Manufacturer narrative:
Additional patient identifier: (B)(6). 510k: this report is for one (1) unknown 5.0mm cannulated screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal due to infection. During procedure, the plates had to be cut away to remove the screws. All implants were removed successfully. However, there was difficulty removing the fragments that were generated from the broken devices and trephine was used to remove the screw head. No other device was use before using the trephine. Original implantation was on (B)(6) 2015, for an open reduction and internal fixation (orif) of the proximal tibia. The procedure was completed successfully. There was no surgical delay. The patient outcome was stable. This report addresses the intra-op event of the difficulty removing the screw , while (B)(4) will capture post op event that involves the infection/one broken screw. This report is for one (1) unknown 5.0mm cannulated screw. This is report 1 of 2 for complaint (B)(4).